Manufacturer narrative:
The customer sent the device to bench repair. The bench repair technician replaced the battery to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed the battery test. No patient involvement reported.